Event description:
The customer reported that during removal of a tumor from the upper lip with a monopolar pencil, the oxygen that was introduced via nasal oxygen catheter ignited a sponge under the drapes as a result of the sparking from the use of a monopolar pencil. The patient sustained superficial (outer layer epidermis) burns to right cheek, right upper lip, lower lip and right side of chin which was treated with naseptin. The hospital is not alleging that there was a fault with the equipment. The machine was inspected by the hospital's medical engineers after the incident and was found to be working normally.

Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. The generator was tested by the customers medical engineers after the incident and was found to be working normally. They found that the rem, output and safety tests all passed. The rep is to provide safe use training on monopolar pencil use in the close proximity to oxygen with the hospital staff. The force fx-8cs users guide addresses. Fire/explosion and fire hazard with oxygen circuit connections. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.